Manufacturer narrative:
Device passed displacement test and self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. They did not hear the difference between the audio volumes 1 and 5. The device also failed to beep when the audio setting was adjusted. The device did not pass troubleshooting. The customer¿s blood glucose during the incident was 184 mg/dl. The customer was advised that the insulin pump needed to be replace the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.